Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a perclose proglide device after a coronary stenting interventional procedure. Reportedly, five days later the patient was seen at the physician's office and reported pain at the target groin. An ultrasound was performed and no problems were observed in the femoral artery. Two days later the patient presented at the hospital with groin pain. An ultrasound showed thrombosis. Infection and tissue swelling were observed from the tissue tract down to the artery. The patient was taken to surgery where the thrombosis was removed, the infected tissue was debrided, and the proglide suture was removed. The patient was given anesthesia for the surgical procedure. The suture was reported as properly placed. The patient was hospitalized and given antibiotics. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of infection and thrombosis, as listed in the instructions for use, are known adverse patient events associated with arteriotomy closure procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Reviews of the lot history record and complaint history of the lot could not be conducted because the lot number was not provided.